Event description:
Reported by the complainant as follows: the electrodes are wet enough but they don't adhere well and signal transmission discontinued very often.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2011.